Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pumped presented persistent suction issues. Volume was given and positioning was adjusted, but the suction alarms continued. After multiple failed attempts to troubleshoot the low flow, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint device visually inspected. Biomaterial around impeller and purge gap observed no broken blade or cannula kink observed. The cause of the low pump flow issue was biomaterial ingestion. D9 date device returned to manufacturer added.